Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a blank display and partially broken retainer ring. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 and force sensor. ¿per observation that the knit line near the belt clip plate is normal. Unable lock a sc1 cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, partially broken retainer, pillowing keypad overlay and keypad overlay texture damage. Blank display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Missing/partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to missing/partially broken retainer ring. Cosmetic damage at the back of pump was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed crack at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.